Event description:
Surgical pa services were called regarding placement of PICC line in the patient. There were no contraindications regarding using his right upper extremity for access. The vein was identified prior to the start of the procedure using ultrasound and it looked appropriate for placement. Patient was prepped in sterile fashion and vein access was obtained via ultrasound. There was good blood flow established. The guide wire was then inserted through the needle and was advanced approximately 10 cm passed the needle when resistance was encountered. The guide wire was pulled back with no difficulty. The needle remained in the vein and there continued to be good blood flow. The angle of the needle was then readjusted, and good blood flow remained. The guide wire was then reinserted. Again there was great resistance present with advancement at approximately 10 cm passed the needle. The guide wire was attempted to be pulled back however great resistance was encountered. The needle was pulled away from the arm. The guide wire remained in the arm and several attempts were made to remove it, again with great resistance. Eventually the guide wire started to come out of the arm, however it was observed that the guide wire became unraveled, splitting in two with the short end coming out of the arm and a longer, very pliable end still remaining within the arm. Eventually the longer end was also removed. There was minimal bleeding at the site that was controlled with manual pressure. No hematoma was observed. A chest and right upper extremity x-ray was taken to ensure that no guide wire particles were left in the arm. Spoke with the radiologist who confirmed the presence of a very small radiopaque particle (approximately 10 mm) within the soft tissue of the upper arm. The exact location unknown. Radiologist also suggested an upper extremity ultrasound be ordered to confirm exact location of the particle. Spoke with the intensivist on call who suggested that more x-rays be taken at varying angles to confirm that the particle did not move.